Event description:
A healthcare facility in the united kingdom reported that the manometer needle of the rd900 neopuff infant resuscitator was rising and falling too slow. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Fisher and paykel healthcare (f&p) are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in the united kingdom reported that the manometer needle of the rd900 neopuff infant resuscitator was rising and falling too slow. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Correction: section g2: report source 'foreign' ticked. Method: the subject manometer of the rd900 neopuff infant resuscitator was received at fisher & paykel healthcare (f&p) new zealand, where it was visually inspected and performance tested. Our investigation is based on our evaluation of the subject device, information provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the manometer observed no damage. The subject manometer was also functionally tested and failed. When compared to a good reference manometer, the subject manometer needle was observed to be slow when pressure was applied and removed. Inspection of the manometer restrictive screw was also performed, and revealed that the restrictor screw was occluded when compared to a good reference restrictor screw. Conclusion: due to the manometer restrictive screw being occluded, this prevents pressure from being applied at a faster pace, hence causing the slow movement of the manometer needle. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.